Event description:
Related MFR report number: 2017865-2024-34739. It was reported that a patient presented for a device changeout. The right ventricular (rv) lead had high capture threshold. During the procedure, the physician noted insulation damage on the atrial lead. The physician elected to explant and replace both the rv and atrial leads. The patient condition was stable before and after the procedure.